Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be specified although it can be presumed that it was due to physical stress. The foreign material could also not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The coating on insertion section peeling off event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.". The dirty adhering to several parts event can be detected and prevented by handling the device in accordance with the following instructions for use: "instruction manual olympus bf type 1t150 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus bf type 1t150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the connecting tube coating was peeling, the adhesive around the light guide lens was dirty, and the distal end of the device was also dirty. The customer's originally reported issue of wrinkles on the connecting tube was confirmed. The following additional findings were also noted: adhesive around objective lens has wear, adhesive on bending section cover is detached, control unit has a scratch, body control unit cover has a scratch, grip has a scratch, up/down plate has a scratch, angulation lever has a scratch, the protector of the universal cord on the control section side has a scratch, connector has a scratch, and angulation is out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their bronchovideoscope device had wrinkles and scratches on the connecting tube. Upon inspection and testing of the returned unit, it was discovered that the connecting tube coating was peeling, the adhesive around the light guide lens was dirty, and the distal end of the device was also dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.